Event description:
It was reported by the sales rep that the programmer would not interrogate a newly a marketed device. It was noted that the sales rep thought that the programmer had been update with the current software that would allow for interrogation of the new device. The rep will update the programmer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.